Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was r2 probe alignment and misfiring ultrasonics. Co field service rep was dispatched to the account and corrected the malfunction. The instrument is operating within specs.

Event description:
A falsely elevated troponin I result of 1.38 ng/ml was obtained on a pt sample. The result was reported to the physician. The sample was retested on an alternate analyzer and a result of 0.00ng/ml was obtained. Pt treatment was not prescribed, and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was r2 probe alignment and misfiring ultrasonics.